Manufacturer narrative:
The event unit was returned for evaluation. The unit was returned with lock out compromised and no clips remaining. The root cause could not be determined engineering was unable replicate the incident. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "surgeon had unpacked this clip from its genuine package. This device was able to load, surgeon fired the clip since the 1st to 8th clips. Clips spouted from the jaw. The shape of clips were partially closed. The handle was locked but surgeon forced to squeeze the handle, the loading mechanism was broken down and spouted from the jaw. Finally, surgeon called for the new one of ca500 and it works well thru the procedure." Patient status: ok.